Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain -pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. Previously reported injury has been replaced by new events pain - dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), psych injury and device monitoring procedure not performed. Patient dob added. Reporter information, product indication and removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain -pelvic') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included anemia. Concurrent conditions included endometrial ablation, uti, metrorrhagia, gravida ii, parity 2 and menses irregular. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, psychological trauma, endometriosis and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, psychological trauma and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: posterior cul-de-sac, peritoneal endometriosis (biopsy) ¿ fragment of dense fibroadipose tissue with a focus of endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, endometriosis and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs and mr received: new events added: endometriosis and vaginal pain. Event onset date were added. Reporter information was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.